Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the preparation for a planned case, the cs300 intra-aortic balloon pump (iabp)  had screen noise. Another iabp unit was used to initiate iabp therapy after this issue occurred. The patient was reported to be in stable condition and had no adverse effects during iabp therapy.

Manufacturer narrative:
Updated fields: b4; d9; d8; g1; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. A getinge field service engineer (fse) evaluated the unit and confirmed the reported. The connectors of the video receiver board and video receiver cable were cleaned. After each work, an operation check was performed based on the inspection record sheet and data record sheet, it was confirmed that the equipment is currently operating in good condition.

Event description:
N/a